Event description:
The event involved a chemolock port that was reported to have leaked chemotherapy while in use on a patient in the oncology infusion unit. The patient turned off the computerized ambulatory delivery device (cadd) pump at 0800 in the morning, and called the infusystem number. The patient believes she may have rolled on it while sleeping causing it to disconnect. The total remaining volume was 12.6 ml when she arrived to the otu. The pharmacy was consulted and the staff was instructed not to infuse the remaining medication. Patient was disconnected from the cadd pump. There was a patient involved. However; there was no human harm reported.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined.